Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low oxygen and low blood glucose. The customer's blood glucose at the time of admission was in the 50 mg/dl range. The customer was given oxygen and the doctor disconnected the insulin pump until she was sent home. The customer was in the hospital for 3 days and called to report that she turned on the insulin pump and it would not connect with the meter. Blood glucose level at the time was over 600 mg/dl. She was assisted with connecting the meter, completing the rewind and prime process and delivering a bolus. She declined to further troubleshoot. The device will not be returned for analysis.